Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf and sticker sheets received. There were no allegations reported. Doi: (B)(6) 2006; dor: (B)(6) 2006 (left hip). This pc is for the allegations after first revision of the left hip. See (B)(4) for the first revision.